Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced recurrence, seroma, mesh erosion, mesh had pulled away from the conjoint tendon and was balled up in the middle of inguinal canal, fluid collection in the right groin, and scarring. Post-operative patient treatment included seroma suction and irrigation as well as removal of old mesh and placement of new mesh.